Event description:
It was reported that the harmonic ace shears gave an error message to tighten the assembly. It was tightened but would not function. There was no medical intervention or adverse consequences to the patient. Surgical delay was minimal to replace the device, and the procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Inspection of the returned device revealed biological material on the distal tip and an indentation in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a generator and gave an error code 5 when tested. The rod was inspected for fractures, and a crack was observed on the blade. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The instructions for use for harmonic ace curved shears state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿